Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed a driveline disconnect resulting in a system stop. The submitted log file was reviewed and contained data from (B)(6) 2021 through (B)(6) 2021. A controller backup battery fault was captured on (B)(6) 2021 and activated the yellow wrench advisory alarm. The driveline was then disconnected, and the pump stopped. The driveline disconnect resulted in low speed advisory/hazard, driveline disconnect, motor stop, and low flow hazard alarms. The driveline was reconnected after approximately 3 minutes, and the pump continued operation at the fixed speed, maintaining a stable speed above the low speed limit without issue throughout the remainder of the file. The controller backup battery fault resolved approximately 3 hours after it was activated; refer to the primary controller investigation regarding the controller backup battery fault. The system appeared to be operating as intended, and there were no other notable alarms active in the log file. Multiple requests for additional information regarding this event were submitted to the account; no response has been received at this time. The patient remains ongoing on (B)(6) with no further related issues reported at this time. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and patient handbook warn that the pump will stop if the system controller is disconnected from the driveline. If this happens, the user should reconnect the driveline as quickly as possible to restart the pump. These documents cover all system controller alarms, as well as the appropriate associated actions. In the event of a system controller backup battery fault alarm, the patient is instructed to call their hospital contact for diagnosis and instructions. The patient handbook lists examples of emergencies and what actions to take, including when the pump has stopped. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 21aug2009. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 6 ¿patient care and management¿ warns that the pump will stop if the driveline is disconnected from the system controller and instructs to reconnect the driveline to restart the pump. Section 7 ¿alarms and troubleshooting¿ contains information regarding all visual/audio alarms, including the system controller backup battery fault alarm, and what action(s) should be performed when they occur. Section 3 ¿powering the system¿ and section 6 warn that the patient must always connect to the power module or mpu for sleeping or when there is a chance of sleep. A sleeping patient may not hear system alarms. The heartmate ii patient handbook, is currently available. The handbook warns that the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the controller, it is to be immediately reconnected. Section 5 ¿alarms and troubleshooting¿ contains information regarding all system controller alarms, including the system controller backup battery fault alarm, and the proper actions associated with them. In the event of a system controller backup battery fault alarm, the patient is instructed to call their hospital contact for diagnosis and instructions. This handbook provides instructions on how to exchange system controllers and states, ¿do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital if instructed.¿ section 8 "handling emergencies" lists examples of emergencies and what actions to take, including when the pump has stopped. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
Manufacturer report number 2916596-2021-03520. Manufacturer report number 2916596-2021-03521. It was reported that the patient had an alarm for backup battery fault and tried to change their own system controller at home but could not connect to the backup controller. The patient stated that their pump was off for about 10 minutes. The patient came to the hospital and log files were sent for analysis. The log file analysis found that the backup battery fault was due to a failed load test. This issue appeared to resolve on its own. The log file showed that the driveline was disconnected on (B)(6) 2021 at 16:52 and reconnected at 16:55 which led to the pump being off for approximately 3 minutes. There were no other unusual events recorded in the log file. The patient was kept in hospital for around 3 weeks for monitoring before returning home.